Event description:
An attempt was made to insert the iab transthoracically. However, the iab kinked 2 cm after the bifurcation. The iabp experienced kinked catheter alarms. The iab was removed. A re-insertion occurred in the femoralartery. There were no reported patient complications.

Event description:
It was reported that an attempt was made to insert the iab transthoracically. However, the iab kinked 2 cm after the bifurcation. The iabp experienced kinked catheter alarms. The iab was removed. A re-insertion occurred in the femoral artery. There were no reported patient complications.